Event description:
It was reported that the camera head was not working and had no image during set up, inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit is not secured, corrosion on coupler unit and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because plug unit is not secured, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.